Event description:
Country of complaint: (B)(6). When the surgeon tried to insert the screw by screw driver, poliaxial insert was loose and came off. Surgery was delayed 15 minutes.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2013. Manufacturing site eval: the plate with the snap in nose is bent. With this nose out of alignment, a reliable catch of the insert in the body is no longer possible. The plate was deformed during the surgery. The mfg documents has been checked and found to be according to the specifications during the time of production. No other complaints on file for this item/batch at the time of this report.